Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found a dust-like film contamination found on the inside surface of the front panel and bottom enclosure. Hair-like contamination found on the inside of the rear panel, in the blower box. Hair like and slight dust like contamination found on the blower outlet seal. Unknown reddish colored contamination found in the blower box. Keratin like contamination found at the air inlet. Unknown red/brown contaminant found on the iso port. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dust, hair, keratin, unknown red/brown contamination were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.